Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient expired while connected to a lap top ventilator 1150. The customer stated that the ventilator was still displaying a rate and volume. However, the customer is stating that the device did not trigger any alarms.